Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: UDI: (B)(4). Investigation summary: the complaint device was received and evaluated in juarez lab. Visual inspection revealed that the cable is in good condition as well as the connector and pins. The electrode tip shows signs of activation, saline residues were identified in the suction tube and a black spot near the tip was found. When performing the functional test, the electrode was connected to the vapr vue test generator, the ablation function was activated for 1 minute, an output shorted error was displayed. Under coagulation function, the electrode was activated for 1 minute and the electrode worked as intended. The electrode was sent to the manufacturer for further evaluation. The vapr s90 4.0mm w/integr hdp -ea was returned to manufacturer for evaluation. The manufacturer conducted visual inspection and functional test of device received by customer. The visual inspection of the device was performed, as a result, the device was not returned in the original packaging, the distal tip is in a used condition, it appears the plastic manifold has been damaged, suction tube has been cut off and o visible damage to handles, cables or plugs. The electrode showed an output short error during ablate mode; no anomalies were found on coagulate mode. A DHR review has been performed for lot u2104073. As detailed in control plan 920721-hj, one piece lps electrodes are 100% inspected for functionality as part of their product test regime (process ID 190) therefore all reasonable containment is still in place. Based on a review of the investigation findings and the product risk analysis document no containment or correction action related to the individual. The customer reported that a ¿handpiece malfunction¿. Visual inspection found that the plastic manifold was damaged mostly probably by a ¿shorting¿ event at the distal tip of device. The cause of the issue is due to a direct path being created between the active and return circuits at the distal end. This can be triggered by an incomplete adhesive seal, resulting in an ineffective isolation of the active and return. When the device was activated an output short error was confirmed on ablate mode, coag mode activation was ok. Based on the evidence of the charred and burnt section of the manifold seen for the returned electrode the likely cause of this failure is shorting at distal tip. This issue has been escalated to CAPA. As stated in the CAPA report, to completely eliminate occurrence of this failure a design change would be required. The design is such that the operator requires a specific aptitude to ensure the glue wicks successfully; this aptitude is not presently ensured by the training program or by the electrode design. At this point in time, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by a healthcare professional in china that during a unilateral biportal endoscopic spine procedure on (B)(6) 2022, it was observed that the vapr s90 electrode 4.0mm, 90° suction w/integrated handpiece had an unspecified malfunction. During in-house engineering evaluation, it was determined that the suction tube had been cut off. Another like device was used to complete the procedure. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.